Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during a bipolar turp an electrode burned in a bright flame and broke, having a piece of electrode being dislodged from main instrument and ended up inside patient bladder. Surgeon was able to retrieve missing piece and continue with procedure with a different electrode. An x-ray was brought in to ascertain if all pieces were collected and if no injury to patient bladder was sustained. Surgeon was happy with both. No death or (unanticipated) serious deterioration in state of health reported. Because an additional x-ray was done, a report is required.

Manufacturer narrative:
The product was returned on march 20, 2024. The investigation of the product was completed on 2024-04-10. Due to the fact, that the neutral electrode is molten, it is most likely that the active electrode got mechanical overloaded, broke and got bent towards the neutral electrode. This created a shortcut resulting in the neutral electrode - and most likely parts of the active electrode (broken piece is missing) - melting. The event is filed under internal karl storz complaint ID: (B)(4).